Manufacturer narrative:
The customer complaint of backup mode (bvvi) was confirmed. The device was returned for analysis in bvvi. The device image analysis showed bvvi occurred due to memory corruption consistent with an issue with on of the hybrid integrated circuits (ics), the xena. After product code was reloaded successfully, functional electrical and mechanical testing was performed and did not reveal any anomalies. Additionally, the battery voltage was still in the normal range of operation and well above elective replacement indicator. The device was further monitored for several days at room temperature with normal results and the backup condition could not be reproduced despite extensive efforts.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received that the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the device was in back-up mode (bvvi) due to non-maskable interrupts (nmi). Technical support was contacted and attempted to reprogram the device, but was unsuccessful. A device change out is anticipated. The patient was stable and will continue to be monitored.